Manufacturer narrative:
Medical devices cont: 5076-58 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to bacteremia infection. No further patient complications have been reported as a result of this event.